Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient had a fever as well as nausea and vomiting and the patient was sent to the hospital. It was unknown if any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown what diagnostics or troubleshooting were performed and it was unknown if the issue was resolved. The patient was noted to be "alive - no injury". It was further reported via a rep that the patient experienced a post-procedure infection. The device was explanted on (B)(6) 2017. No further complications were reported or anticipated.